Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established. The submitted controller event log file captured data beginning on (B)(6) 2018 with the fixed speed set at 4500 rpm. A persistent low flow hazard alarm was captured, associated with calculated flow values between 0.0 and 0.5 lpm. On (B)(6) 2018, the fixed speed was increased to 5600 rpm, and the calculated flow gradually increased to values greater than the low flow threshold of 2.5 lpm. Two more low flow hazard alarms were captured at 08:15:16 pm and 08:15:49 pm, lasting approximately 3 seconds and 8 seconds, respectively. These alarms appeared to occur near pi events, where the pump speed decreased to the low speed limit of 4400 rpm. The low speed limit was increased to 5000 rpm at 10:08:01 pm. Throughout the remainder of (B)(6) 2018, transient low flow fault flags were observed, associated with the calculated flow decreasing below the low flow threshold, reaching values as low as 2.1 lpm. These faults resulted in 2 alarms at 11:31:38 pm and 11:34:42 pm, which lasted approximately 62 seconds and 7 seconds, respectively. From the beginning of (B)(6) 2018 through the remainder of the log file, the low flow events appeared to resolve with calculated flow ranging between 3.6 and 4.2 lpm. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the log file. The account communicated that the log files were associated with a serious adverse event of right heart failure and cardiac arrhythmia. The adverse events were determined to be potentially associated with the lvad. Multiple requests for additional information regarding the event were issued to the customer; however, no further information has been provided at this time. The investigation file will be closed accordingly. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 left ventricular assist system instruction for use lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This instruction for use also explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 left ventricular assist system patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the customer submitted the log files associated with serious adverse event right heart failure (rhf) and cardiac arrhythmia that was determined by pi to be possibly associated with the lvas/d. The manufacturer¿s technical services representative reviewed the submitted log files and observed the flow dropped to 0 lpm along with a drop in the average pi. This was due to the rhf. The power remained normal during this time. The flows and average pi returned to base line. There were no other unusual events seen within the log files. No additional information was provided.